Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was surgically repositioned as it delivered 2 inappropriate inappropriate tachy shocks, not isolated to a single episode, due to myopotentials oversensing related to migration movement. Technical services was inquired about the original implant defibrillation threshold (dft) test results. However, this information was not available. This s-ICD remains in service and no additional adverse patient effects were reported.